Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a skin irritation. It was reported that the area had been bleeding for a few days, but had since healed due to the use of a cream prescribed by the patient's physician.